Event description:
Information received from the field does not address the patient's clinical status but notes atrial undersensing and pacing at a short av delay of 119ms despite the magnet being set to temp off. Towards the end of the evaluation, normal function ensued.